Manufacturer narrative:
Concomitant medical products: product ID: 309101, lot# 50986988, implanted: product type screening device product ID: 305901 lot# 50983331, implanted: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were still hurting from the device being put in and questioned if it was normal. Additional information reported that the patient¿s wire had migrated and they had pain around the wire site. The device was changed to the other side with an improvement with their pain.